Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. The advanix biliary stent was implanted approximately 30 to 45 days. According to the complainant, during the planned stent removal, the implanted stent was found to have migrated distally and eroded into the duodenal wall. The erosion was closed with the use of a scope clip. Repoprtedly, the stent did not break and was removed successfully using graspers . There was no new stent implanted. There were no patient complications reported as a result of this event.